Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that it was powering up and generating a power up fail code # 14. The stm also found the monitor display cable to be corroded with saline and the scroll motor would not go above 330mmhg. He then replaced the coiled cable, monitor cable to backplane board, gasket and scroll motor. The iabp then passed all calibration, functional and safety tests that were performed and was returned to the customer for clinical use.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) was rebooting itself. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The replace scroll compressor was returned to the manufacturing facility for further evaluation. No visual damage was observed. The technician installed the scroll compressor into the cardiosave test fixture and tested the compressor to factory specifications. The technician verified the failure of the pressure not going above 330mmhg. The scroll compressor failed testing and is being retained at the manufacturing facility.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) was rebooting itself. There was no patient involvement or adverse event reported.